Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the inspection a detached drip chamber was found from the primary line. The separated drip chamber was returned for evaluation. Not traces of solvent were observed at the primary line and drip chamber port. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "spike chamber completely came off tubing when rn took out of bag to prime a premed." Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.